Manufacturer narrative:
Corrected data: in review, it was noted that the concomitant product was inadvertently not entered in the section 'd10' of the initial MDR report. Therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section d10: emeraldc30, lot: cj13688. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 8/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens handled during implanting. A damaged haptic (bent) was observed. The lens was cleaned, no further cosmetic issues were observed. The complaint issue was confirmed; however, based on the fact that the lens was handle during insertion this issue can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search revealed no other complaints from this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Email address: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) had bent/broken haptic. There was patient contact but the lens was not inserted. The incision was not enlarged. The event was observed while inserting lens into patient's operative eye. No further information available.